Event description:
The sternal plate broke on the left side of the sternum at the junction of the manubrium. A secondary surgery was performed to remove the broken plate and fixate using different sternal plates.

Manufacturer narrative:
Device was not available for return; therefore, no proper evaluation could not be performed. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. As a result, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time. If further info is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a f/u report will be sent.